Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the hf-resection electrode had a burned (melted/broken) distal end. The issue was found during a therapeutic hysteroscopy with resectoscope for miomectomy procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The customer's allegation was not confirmed. The device was not returned for evaluation and could not be evaluated. Three attempts were performed to obtain additional information, but no response was received from the customer. Based on the results of the investigation, it is possible that the following led to the malfunction: the secure fit of the electrode was not checked in the instrument preparation and the connection to the working element came loose or the relay button on the working element has been accidentally pressed. A definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.